Event description:
It was reported that during setup, a 980 ventilator had a compressor inoperative. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor assembly and performed extended self-testing on the device and all tests passed.